Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer experienced a blood glucose (bg) level of 1300 mg/dl, and diabetic ketoacidosis. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and fluids of saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved. Customer was unable to provide additional information as customer was experiencing confusion as a result of the reported issue.